Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the tortuous and non calcified right coronary artery. The opticross 6 imaging catheter was advanced for ultrasound examination of the target lesion. As the device was being removed with mild to moderate tension a pop was felt and it was noted that the tip of the device was separated from the shaft near the rapid exchange port. The tip remained on the wire. The wire and guide were carefully removed from the vessel with the detached tip not moving. A second 0.014 wire was used to wrap the distal portion of the wires together trapping the opticross tip on the first wire. Both wires were then removed with the tip secured to the first wire. There were no patient complications. Final angiography revealed timi 3 flow with 20% distal residual and a treated mid vessel dissection.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly and a kink in the sheath assembly. Microscopic inspection revealed the guidewire exitport was torn along the monorail and the tip was detached. The distal housing could not be observed due to residues inside the imaging window. The device was sent for x-ray analysis of the distal housing condition which revealed no evidence of saline damage. Media inspection of pictures provided by the site showed the tip separation.

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the tortuous and non calcified right coronary artery. The opticross 6 imaging catheter was advanced for ultrasound examination of the target lesion. As the device was being removed with mild to moderate tension a pop was felt and it was noted that the tip of the device was separated from the shaft near the rapid exchange port. The tip remained on the wire. The wire and guide were carefully removed from the vessel with the detached tip not moving. A second 0.014 wire was used to wrap the distal portion of the wires together trapping the opticross tip on the first wire. Both wires were then removed with the tip secured to the first wire. There were no patient complications. Final angiography revealed timi 3 flow with 20% distal residual and a treated mid vessel dissection.